Event description:
It was reported that the insulin pump alarmed no delivery. The customer's blood glucose was 600 mg/dl. Customer attempted to treat with bolus, but it had stopped. Troubleshooting was performed and equipment tested to specification. After set change customer was able to treat with bolous. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.